Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector(s) had air in line the following information was received by the initial reporter with the following verbatim: customer has had issues with air getting into our nicu maxzero extension sets.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.